Manufacturer narrative:
Per the IFU, "prior to use, instruments should be visually inspected and function should be tested to assure instruments are functioning properly. If instruments are...cracked or have any other irregularities, do not use."

Event description:
It was reported that as the doctor started the initial insertion of a first nail, it was noted that the inserter was cracked. While inserting a second nail, the t-handle of the inserter broke off entirely resulting in a delay in surgery of over thirty minutes. Patient outcome: no adverse effect reported as a result of this event.